Manufacturer narrative:
Findings: the event occurred during a coiling procedure of a rt. Ic-p-com aneurysm (size: 4.5 mm). The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The axium prime coil was not returned for evaluation as the implant coil remains in the patient, and the pushwire was likely discarded. In addition, the instant detacher was not returned, and the reason the instant detacher was not returned was not reported. The stryker 17 (0.017¿) microcatheter was not returned. Per the axium prime coil instructions for use (IFU): ¿axium prime detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands¿. Additionally, no procedural video or images are available for evaluation. Conclusion: the axium prime coil, the instant detacher, and the stryker 17 microcatheter were not returned for evaluation, and no procedural video or device images are available for analysis. Based on the above findings, the customer report of ¿coil resistance/ stuck in catheter¿ could not be confirmed, and the cause for the resistance could not be determined. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include delivery through severely tortuous anatomy, the use of an incompatible device for delivery, failure to hydrate the axium prime coil prior to use, and lack of continuous flush during delivery. The stryker 17 microcatheter was found to be compatible for use with the axium prime coil; therefore, use of an incompatible microcatheter was ruled out as root cause for the event. Failure to hydrate the axium prime coil prior to use, lack of continuous flush and severely tortuous anatomy could not be ruled out as root cause. In regards to the issue of ¿non-detachment¿, the customer report could not be confirmed. No p rocedural video or images were available for analysis, and the axium prime implant coil was subsequently implanted in the patient. Although the cause for the ¿non-detachment¿ could not be determined, it is unknown if the customer verified the axium prime implant coil detachment through angiography as directed in the axium prime detachable coil instructions for use (IFU). The device was not returned for evaluation; therefore, conformance to specification could not be determined. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): preparations for use: ¿in order to achieve optimal performance of the axium prime detachable coil and to reduce the risk of thromboembolic complication, it is advised that a continuous saline flush be maintained between the femoral sheath and the guiding catheter, the micro catheter and guiding catheter and the micro catheter and the implant delivery pusher and the axium prime detachable coil. Place the appropriate guiding catheter following recommended procedures. Connect a rotating haemostatic valve (rhv) to the hub of the guiding catheter. Attach a 3-way stopcock to the side arm of the rhv, then connect a line for the continuous flush. Attach a second rhv to the hub of the micro catheter. Attach a 1-way stopcock to the side arm of the rhv, then connect a line for continuous flush. For axium detachable coils: one drop from the pressure bag every 3-5 seconds is suggested. Check all fittings so that air is not introduced into guiding catheter or micro catheter during continuous flush. Directions for use: ¿gently immerse the axium prime detachable coil and its detachment zone in heparinized saline. Take care not to stretch the coil during this procedure, in order to preserve the coil memory. While still immersed in the heparinized saline, point introducer sheath vertically into saline and gently retract the distal tip of the coil into the introducer sheath.¿ also, "successful coil detachment must be verified by fluoroscopic monitoring to ensure that the coil has detached. Slowly pull back the implant pusher while watching the fluoroscopy to make sure that the coil does not move." Precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ also, ¿advance and retract axium prime detachable coils slowly and smoothly, especially in tortuous anatomy. Remove the coil if unusual friction or ¿scratching¿ is noted.¿ all devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the procedure of rt.ic-pcom aneurysm (size: 4.5 mm), the axium coil was reported to have been found within the catheter and not within the aneurysm. The axium coil was used as finishing coil. The coil was detached. Since there was no blood flow to the aneurysm, the physician finished embolization and started inserting traxcess guidewire to remove the xt-17 microcatheter. The traxcess guidewire was delivered to the target location, and the physician started removing the xt-17 microcatheter slowly. However, the proximal end of the axium coil was adhered to the microcatheter tip and moved out of the aneurysm about a few millimeters. For that reason, the physician pushed the coil into the aneurysm with the traxcess guidewire. The coil was implanted completely, and the procedure was completed. The anatomy was medium in tortuous and medium size in vessel diameter. The coil detached normally and was implanted inside the aneurysm, but the coil migrated later and was re-inserted into the aneurysm with the aid of the guidewire. It is unknown in the customer confirm the coil detachment through angiography. The pushwire was removed from the patient after the coil detachment into aneurysm. The physician re-inserted guidewire to remove the microcatheter, also later the guidewire was used to push the migrated coil. The coil successfully implanted in the aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.